Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized due to infection on (B)(6) 2020. Customer¿s blood glucose level was 7 mmol/l. Customer¿s blood glucose level was 16 mmol/l at the time of hospitalization. Customer was treated with antibiotics and surgery was planned. Customer reported that they had irritation, pain and infection. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.